Manufacturer narrative:
The report event for high impedance/disconnection was not confirmed. As received, lead had no anomaly and passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer number: 3006705815-2021-01352. It was reported that the patient experienced ineffective therapy due to impedance issues on their scs lead. X-rays confirmed that the patient's scs lead had pulled out from the scs extension. The patient stated that they experienced physical trauma around the time when they lost therapy. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the scs lead and extension were explanted and replaced to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.